Event description:
The patient received his scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the patient felt unintended stimulation in the left abdomen that could not be resolved by reprogramming. An x-ray showed the paddle of the lead had migrated. The physician replaced the lead on (B)(6) 2010. The explanted lead was discarded and will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records found a nonconformance. However, the nonconformance was identified as a cosmetic issue and did not affect product integrity; the product was reworked and released. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.